Manufacturer narrative:
Lot number and product was not provided by the reporter, therefore, cannot proceed with the batch retain testing or product investigation.

Event description:
Swollen throat [pharyngeal oedema]. Swollen tongue [swollen tongue]. Swollen mouth [mouth swelling]. Used fixodent 4 times in one day [device misuse]. Case description: a hospital physician reported that a female patient used fixodent denture adhesive, form/version unknown, 1 application, four times in one day, and the next morning on an unspecified date presented to the hospital with swollen throat, swollen tongue, and swollen mouth. The patient was admitted to the hospital. The case outcome was unknown. The patient had no known allergies. Exact product used previously: no, first time use. No further information was provided.